Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead showed over-sensing leading to mode switching. The ra lead was explanted and replaced. The patient was stable.

Event description:
New information notes device will no longer be returning.